Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the patient had been titrated down since the incident in december and now the patient was requesting to have the pump shut down and not have a revision or replacement. The pump was currently at minimum rate. The hcp was calling for the shutdown passcode. The passcode was provided during the call and the hcp was assisted with successfully shutting the pump down.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 18-oct-2004, UDI#: (B)(4), implanted: (B)(6) 2003, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via a manufacturer's representative regarding a patient who was receiving 25 mg/ml of morphine at 9.474 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that a volume discrepancy was noted at a refill that occurred on (B)(6) 2020. The expected volume in the pump was 3 cc but the actual volume was 19 cc. The patient had slight pain, but no major withdrawal. The pump logs were checked and no issues were noted. The hcp believed that the catheter was kinked because of the volume discrepancy and wanted to proceed with a dye study. The dye study was attempted, but the catheter could not be aspirated. No environmental/external/patient factors that might have led or contributed to the issue were reported. Surgical intervention was planned but had not been scheduled. The issue was not considered resolved at the time of the event.